Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the burnt forceps holder was traced to a component failure. However, it is also possible that this event occurred because the high frequency instrument was used without maintaining a sufficient distance from the tip. The most probable cause of the detached adhesive joint of the illumination lens was also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had a burnt forceps holder, and the adhesive joint of the illumination lens had detached. There was no patient involvement.